Event description:
Lap chol - "misfunction". Add'l details from rep (B)(4) 2013: "after firing several clips; the device jammed and scissored clips came out. Clips don't close properly." Pt status: ok.

Manufacturer narrative:
The incident device has been returned and has been evaluated. A final report will be sent once the results have been analyzed.